Manufacturer narrative:
Information unknown/ not provided, per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted, the surgeon noticed that there was a deposit of material on the lens surface that was firmly attached to the lens, like a crease on the lens. The surgeon removed the iol immediately, in the same procedure and provided the patient with a replacement lens of the same model and diopter, without any problems. The patient had no disadvantages as a result and is currently satisfied with the lens, as is the surgeon. No vitrectomy or sutures were required and no other medical interventions or additional details were reported.

Manufacturer narrative:
Additional information: further information was provided and reported it was unknown whether the material deposit is a lens damage or foreign material. No other information is available. The following section has been updated accordingly: section h6: medical device problem code: 1120 foreign material. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22nd april 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received inside of a specimen cup and the simplicity system was received inside of a bag. Visual inspection of the lens revealed that the lens was received cut. Evaluation of the alleged foreign material showed that it was not foreign matter and instead was a divot in the lens. The lens was cleaned and no further issues were observed with the lens. Inspection of the received handpiece showed that the cartridge tip was received deformed. The handpiece was disassembled and the assembly was inspected. No issues were observed that could contribute to the observed lens damage. No further issues were observed with the handpiece. Conclusion: the complaint issue of "lens damaged" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.